Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No product information has been provided to date.

Event description:
It was reported that the rear case was chipped and the pump is constantly beeping when turned on. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates are not required. H10: no product was returned however, the pumps operators manual in the section (alarms and messages) describes all possible alarms and messages the pump can display along with possible causes and remedies. The user should first consult with the operators manual for any alarms or messages displayed and with the other sections of the manual appropriate to the perceived problem they are having. The device should be returned to the manufacturer if the problem persists. At this point there is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the manufacturing device history record DHR for this device found no causes or potential causes of the customer reported failure. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 6400.

Manufacturer narrative:
Other, other text: a product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Cracked case was found on sample. Chipped rear issue does not required an event logs. Customer problem was duplicated. Investigation found cracked rear case and dented on front case due to dropped. It also had double beeping with out cassette attached after powering up. The root cause of the reported issue was faulty downstream occlusion sensor due to the customer use. Actions were taken to mitigate the reported issue: replace rear housing, front case and downstream occlusion sensor. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records.